Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and keypad anomaly. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via manual injection and insulin pump. Customer advised the auto mode feature was active. Customer¿s blood glucose level was 90 mg/dl and continued to go down. Customer advised they may have been laying down on the insulin pump which resulted in keypad anomaly and they were advised to call back if issue persisted. The insulin pump will not be returned for analysis.